Event description:
Baxter (B)(4) received a report that an infusor had delivery stop during patient use. After the malfunction, the infusor's delivery tubing was cut in order to discard the drug. The device was filled with a solution of fluorouracil and saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: this product is not distributed in the us and does not have a 510(k) number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir and pcm (patient control module) present. The reported condition of no flow was not confirmed. Visual examination of the device showed no signs of blockage that could have caused the reported condition. An accuracy flow test was performed on the sample for 30 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 7.59 ml/hr, normalized flow rate = 7.78 ml/hr, specification range = 7.20- 8.80 ml/hr. At the end of the flow test period, the pcm produced an average dispensed volume = 1.94 ml with the specification range at 1.80- 2.20 ml. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.